Event description:
The rptr did back to back blood glucose tests, one after the other, using different finger sticks. The results were 160 and 360 mg.dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. No harm was alleged.